Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 101 mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.